Event description:
Info received indicates functions from the left siderail caregiver board are intermittent.

Manufacturer narrative:
The technician replaced the caregiver board, but found corrosion on the pt positioning pc board where it connects to the caregiver board. The technician cleaned the corrosion from the connector to repair the bed.